Event description:
It was further reported that the balloon ruptured on the third inflation and that no detached components were noted.

Manufacturer narrative:
(B)(4). Describe event or problem: correction: it was originally reported that the physician was treating a re-stenosed stent graft. The corrected information is that the physician was treating a native vessel lesion. Device evaluated by manufacturer: the complaint device was returned for analysis with the guide wire inserted through the inner shaft. A visual examination found that the midshaft was severely stretched and kinked at various locations along its length. The hypotube was also kinked at various locations along its length. An examination of the balloon section of the device found a complete circumferential tear in the balloon approximately 7.5mm distal to the start of the proximal transition zone. The distal section of the balloon circumferential tear, including the inner shaft and tip, were not returned for analysis. The break in the inner was located 40mm distal to the edge of the balloon tear. The inner was severely stretched at the site of the break, preventing the guidewire from moving. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was found to be user related as the balloon was inflated above rated burst pressure. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture and catheter withdrawal difficulties occurred. The physician was treating a 70% re-stenosed stent graft located in the severely tortuous and moderately calcified left circumflex artery. This 3.0x15mm maverick2 balloon catheter was used to pre-dilate the lesion. The physician did experience some resistance while crossing over the lesion with the balloon catheter. Once across, the balloon ruptured at 18atms. While attempting to withdrawal the balloon catheter, resistance was met with another manufacturers' guide catheter. The guide catheter, guide wire, and balloon catheter were removed from the patient together. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
(B)(4)